Event description:
Boston scientific received info that the pt with this right atrial lead developed a hematoma in the device pocket. The hematoma was evacuated and the pt was treated with antibiotics. All available info indicates that the lead remains in service. There is no additional info available. If additional info becomes available, the pi will be updated.